Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative and confirmed with a healthcare professional (hcp) indicated the patient experienced no symptoms. It was noted that a lateral view of the pump confirmed the pump was flipped. It was noted the needle kept hitting metal with the refill procedure. The cause of the flipped pump was unknown. The flipped pump has not been resolved. It was indicated that no surgery had been down or scheduled and no replacement was planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml at 97mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient¿s medical history included spasticity. On (B)(6) 2019 it was reported that the patient presented for a pump refill and the nurse was unable to access the refill port. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was noted as fluoroscopy. The actions and interventions taken to resolve the issue was the physician tried to manually flip the pump. Surgical intervention did not occur, was planned but not scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.